Manufacturer narrative:
Additional information was received on 24nov2020 that identified the patient as a male. Based on this information this event is no longer reportable. Risk of short- and medium-term toxicity to patient with the current recommended art prophylaxis regimens is primarily transient metabolic abnormalities which appears to be primarily mild and reversible after treatment is interrupted. The risk will not cause or contribute to a death or serious injury and is therefore considered not reportable.

Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion. Please see related MFR report # 1221359-2020-00404.

Event description:
A customer reported 2 (B)(6) results with the determine hiv 1/2 ag/ab combo 25t. This report represents patient one (1) of two (2). The customer reported the results as antibody (ab) (B)(6). Sample information was not provided. Confirmatory testing results (not specified) were (B)(6). No further patient information was provided. There was no death based on the determine hiv 1/2 ag/ab combo results. The alere hiv 1/2 ag-ab product insert indicates reactive test results should be confirmed by additional testing using other tests. Specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), herpes simplex virus infection, hospitalized and cancer patients may give false positive test results. When the source patient is ag and/or ab false positive and receives unnecessary short-term art treatment, the risk of short- and medium-term toxicity with the current recommended art prophylaxis regimen is primarily transient metabolic abnormalities, which appear to be primarily mild and reversible after treatment is interrupted. As the sex and/or pregnancy status of the patient is unknown, given that the risk of short and medium-term toxicity to a possible fetus is unknown, this case shall be reported.